Event description:
Customer stated that the provue analyzer probe was dripping. An ocd field engineer (fe) visited the site on 10/19/2005. The fe found that the pressure setting of the fluidics system was out of specification resulting in probe drip. The fe replaced the pressure regulator and performed the appropriate adjustments. Repairs have returned this analyzer to expected operation. No erroneous results were reported as a result of this incident.